Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. Further review of the device logs indicated the charge error occurred once among multiple discharges that were successful before and after the fault. The device was put through extensive testing which included functional testing without duplicating the malfunction. It's important to mention that the battery used during the time of the event was not returned for evaluation as part of the investigation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.